Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that buttons are esc and act buttons are cracked and the insulin pump was not working. Customer's blood glucose was 129 mg/dl. Insulin pump will be return for analysis.